Event description:
It was reported that during a lap gastrectomy surgery, noted the anvil deformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4).